Manufacturer narrative:
The light involved in this incident was manufactured by castle in the 1983-1987 time frame. These lights were produced by castle prior to the purchase of the company by (B)(4) in the 2000-2001 time frame. At that time the manufacturing of the castle lights was stopped. Currently, the manufacturing site in charleston is in the process of being closed down and the product complaints for charleston product going forward are being processed by the maquet inc. (B)(4) sales and service unit (first importer) in (B)(4). Maquet inc. Is presently attempting to contact mr. (B)(4) to arrange for a service visit to examine the light and gather additional details. Investigation is ongoing.

Event description:
Maquet inc. Received e-mail request for parts to repair a broken castle light. In the e-mail, it was reported that the arm of the light had snapped and was hanging from the bearing post. (B)(4).